Manufacturer narrative:
Other relevant device(s) are: product ID: patient interface nim 3.0 - 8253200rf, serial/lot #: (B)(6)/unknown, UDI#:. (B)(4); product ID: incrementing standard prass tip probe - 8225825, lot#: 0212522175, ubd: (B)(4) 2019, UDI#: (B)(4). The incrementing probe has not been returned for evaluation; therefore an analysis is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe and patient interface shut down and did not work during a tympanomastoidectomy procedure. The surgeon indicated that once the pen/stimulating probe was attached, the device no longer functioned despite working fine until then. The probe was tried in another input as part of troubleshooting. There was a slight delay in the procedure of five to 10 minutes due to troubleshooting. The case was completed, and the hcp was still able to monitor, but they were not able to use the probe. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200rf, serial/lot #: (B)(4). Analysis of the mainframe (s/n: (B)(4)) found the complaint could not be duplicated and no fault was found. Analysis of the patient interface (s/n (B)(4)) found the patient interface board failed, the cable failed testing and the cracked enclosure lid was replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the mainframe and patient interface shut down and did not work during a tympanomastoidectomy procedure. The hcp indicated that once the pen was attached, the device no longer functioned despite working fine until then. The pen was tried in another input as part of troubleshooting. There was a slight delay in the procedure of five to 10 minutes due to troubleshooting. The case was completed and the hcp was still able to monitor, but they were not able to use the pen. There was no patient impact reported.